Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature reading was erratic on the arctic sun device. Mss explained that issue was either improper placement of probe, faulty probe or faulty temperature cable. They were distracted doing their own troubleshooting with them on the phone. They were going to continue troubleshooting. Explained that cable should be in temperature 1 spot.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. A potential root cause for the report is due to the temperature cable being defective. Mss explained that issue was either improper placement of probe, faulty probe or faulty temperature cable. They were distracted doing their own troubleshooting with them on the phone. They were going to continue troubleshooting. Explained that cable should be in temperature 1 spot. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arcticsun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature reading was erratic on the arctic sun device. Mss explained that issue was either improper placement of probe, faulty probe or faulty temperature cable. They were distracted doing their own troubleshooting with them on the phone. They were going to continue troubleshooting. Explained that cable should be in temperature 1 spot.